Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the nurse showed that patient how to change the settings were the steps taken to resolve the return of symptoms. The patient was waiting to hear back from the rep. The patient had a difficult recovery period, was in a lot of pain from the surgery but that was behind patient now and can exercise and bend as before. The patient was much better than before, but still have symptoms of frequency (some urgency) even though she was very careful with what she eat (big trigger) and drink. It is difficult for patient to work since she has to ¿illegible¿ often. Additional information reported a week later indicated that she had kept her dairy and spoke with the rep but was upset because she has not been able to get in touch with the rep to coordinate an appointment in person. Since patient stated her hcp was not able to reprogram directly. Patient noted her symptoms have worsened since the original call (going to the bathroom every 3-4 min for an hour). Patient stated she has tried coordinating through the hcp office but does not know the current status regarding the hcp coordinating an appointment for the patient with the rep. Patient also noted hcp would not give her an appointment next week.

Event description:
Additional information received from patient reported that she wished the device was working a little better. She did not have the results that she was hoping for. It was indicated she had greater than 50 percent in symptoms reduction. Patient stated she thinks she made the right decision by having the surgery but was hoping it would be a little better. Patient stated it was depend on the day and she still had a lot of frequency. It was also reported that it was really painful if she increased stim. She can last a day with it higher but she had to turn it down at night. Patient stated if she was going out, she put stim higher. She was on extremely limited diet and had to bring her own food to restaurants. She knew she needed to drink more but it was too hard when she was out. She couldn¿t drink when driving or going out because she always running for the bathroom. Patient stated initially her symptoms were better and then it started tapering off. She was having a really hard time for a few weeks (like she didn't even have the device) but then it got better. Patient reported about a month and a half ago she was having a relapse and went to the healthcare provider (hcp) crying ready to get a catheter. She took oxybutynin which made her extremely parched. She was hoping she didn't have to take medication. She was not prepared for the long recovery she had. She was really out of commission for a month. She was in excruciating pain for a month and couldn't walk. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va17gnx, product type: lead. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They were asked the circumstances that led to 40% of the device not working and responded that was a difficult question to answer. They reported the rep left the office and didn't let them know. They reported the machine was not working properly for a long time and no one was trained properly in changing all the settings except for the rep. They reported they had to redo the surgery in (B)(6) 2018.

Event description:
The patient reported that the implant had provided significant improvement in their symptoms, but over the recent (B)(6) holidays, a week or two prior to the report, they had seen a big relapse. It seemed as though the implant had only worked a couple of days. It was indicated that they were still receiving 50% symptom improvement, but it was less than what it had been prior to this change. The patient was careful what they ate over the holidays since this was their biggest trigger. Further information received noted that the patient was still having symptom return. They had changed the program once per week, and had tried program 1, 2, and 3. Their doctor had told them to change the program often. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting they felt like their device was not working and that they were really a mess. They further reported that it was all of their symptoms were back to what they were like before the implant. Patient did clarify that they actually saw symptom improvement and that it wasn't as bad anymore, because prior to the implant they had some days that was every 3 minutes. Patient stated that they hardly drink or eat because they were afraid, and they were had weakness. They saw their healthcare professional (hcp) at the last appointment and was told that patient had an impediment in which they needed to see the manufacturer representative (rep). Patient stated that they called their rep but at times, they never called back. Patient also stated that they saw their hcp and the nurse tried to make some adjustments but patient believes they just need a new program. During call, patient didn't have their patient programmer so it was suggested that patient call back when they had the patient programmer with them to get help with making adjustments. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va17gnx, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient reiterated the loss of symptoms control and the patient had seen a new healthcare professional (hcp) regarding the issue. The patient met the new hcp the thursday before the report, who scanned the patient system with their device and determined that 40% of the machine was not working. The patient was not sure of the details. The patient mentioned she feels the stimulation, but it was not helping her symptoms as much as she expected or that it has used to. The hcp told the patient that a lead revision would be required. The patient was frustrated and upset that it's been so long to determine that this was the action needed to fix the problem. Also, the patient stated, the previous hcp was not properly trained how to read the information on the clinician programmer. The patient would continue working with the new hcp regarding the loss of symptoms and required mitigation efforts. There were no further complications or anticipations reported with this event.